Event description:
Customer reported blood pump error alarm occurred during buffy coat collection in sixth cycle. Customer observed blood around the hct cuvette after the alarm. Customer decided to abort the treatment and not to return the volume to the patient. Patient was in stable condition. Customer sent photos for investigation. There was no service order generated.

Manufacturer narrative:
A photo analysis was conducted for this complaint. The occurrence of a blood pump error alarm could not be verified from examination of the photographs. Review of the photos confirmed the leak at the hct cuvette. Upon investigation, the most likely root cause of the leak is manufacturing assembly error during the tube bonding process. A manufacturing CAPA was opened in (B)(6) 2014 for additional investigation. In addition, solvent bond training was conducted with the manufacturing operators working at the four bonding assembly stations. The latest training was conducted in april, 2015. (B)(4)

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot c749 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since (B)(6) 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint categories, blood pump error alarm and tubing leak. No trends were detected. A corrective and preventive action was initiated for complaint category, blood pump error alarm, and has been closed. This assessment is based on information available at the time of the investigation. Evaluation of the photos is still in progress. A supplemental report will be filed when this analysis is complete. (B)(4). Not returned.